Manufacturer narrative:
The field service engineer (fse) determined (cbc) lyse delivery line was cracked and replaced the lyse delivery tube. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported approximately ten (10) milliliters of clear fluid (diluent) leaked from the right side of the unit onto the counter top involving coulter lh 780 hematology analyzer. Beckman coulter customer technical support (cts) advised the customer to use proper personal protective equipment (ppe) prior to troubleshooting. The customer had on gloves, a laboratory coat, and eye protection. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The unit was not in operation. The field service engineer (fse) assessed the unit at the facility.